Manufacturer narrative:
The product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the catheter was prepped and appeared fine. The catheter was then inserted for use in the mitral valve repair procedure. The anesthesiologist is new to using this product and took some time to place the catheter. Once the catheter was in place, very high line pressures were noted and cardioplegia could not be delivered. The catheter was removed from the patient, and it was found that the catheter's steerable wire had broken through the catheter tip. Another catheter was used in the case successfully, and there were no adverse patient consequences as a result.